Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 488 mg/dl and 72 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer did not treat herself for lunch and hence had high blood glucose level. The insulin pump received change sensor alarm. The insulin pump will not be returned for analysis.